Event description:
It was reported that (1) cs23c was used with hp053 during a laparoscopic hysterectomy procedure. It was reported by the affiliate that the tissue pad fell into the patient (could retrieved from the patient). Opened another device to complete the case. There was no patient consequence.